Event description:
The event is reported as: the upper tube to the sterile water was completely disconnected into 2 pieces without any manipulation. No injuries reported.

Manufacturer narrative:
Product has not yet been received by MFR, therefore, investigation report is incomplete at this time. A f/u investigation report will be sent when completed.